Manufacturer narrative:
(B)(4): result - endoleak. Pre-operatively ruptured aneurysm, dilated and conically shaped aortic neck.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of pre-operatively ruptured abdominal aortic aneurysm approximately 28 months ago. The neck at the level of the renal arteries was 30-31 for approximately 2 cm, and then it tapered down in diameter to 24-25 mm for 2 cm. The stent graft and was placed in the 24-25 mm area. It was reported that the patient returned 6 months ago with an endoleak which was due to neck dilatation without the presence of stent graft migration(see MFR # 2953200-2010-01157). Three aortic cuffs were implanted to address the endoleak. One month ago, the patient presented with back pain and a CT scan showed that the first aneurx cuff was found to have separated from the bifurcated stent graft which may have been due to remodeling of the aorta, and there was a type 3 endoleak between the bifur and the cuff. A talent 36 mm converter and an 18 mm occluder were implanted followed by a fem-fem bypass to address the stent graft separation. No additional clinical sequelae were reported, and the patient is fine.